Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached eri (elective replacement indicator) early. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst noted that the longevity was recalculated using the most current version of the calculator. The revision originally uses did not accurately account for an lv setting of 8.0v. The new calculation shows the device met its expected longevity.

Event description:
It was reported that the device reached eri (elective replacement indicator) early. The device was removed and replaced. It was further noted that the device was replaced so soon due to chronic high thresholds on the left ventricular lead. No patient complications were reported as a result of this event.